Manufacturer narrative:
Evaluation summary: the customer responded to a good faith effort email on 06-aug-2020 stating that the channel was tested and the test results were manually logged at their site. They noted as becoming aware of the event during the procedure and reprocessing during a diagnostic procedure in which the colonoscope was used to complete the procedure. There was no injury or delay reported. After the procedure, they reprocessed the endoscope and that is when it failed adenosine triphosphate(atp) testing. They reprocessed the endoscope through multiple cleaning cycles until it passed testing. After achieving passing results you performed the precheck inspection, used the endoscope on a patient, and again had after reprocessing the endoscope obtained failed adenosine triphosphate(atp) testing. A call was made to the user facility on 8/6/2020 to gather additional information. The colonoscope was inspected by pentax medical service repair under service order 3127204 and on 03-aug-2020 and the following inspection findings were documented: operation channel- primary mild scratch inside, passed wet leak test, passed dry leak test. By november 2022, no additional information, including culture test results, was obtained. No information affecting safety at this time. The reason why the atp test failed three times could not be identified. Correction information: g4: premarketing identification PMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
Import for export. (B)(4). MFR report number 9610877-2020-00146 will address the patient case after the failed atp testing was observed.

Event description:
On 19-jun-2020, pentex opened notification (B)(4) for reported no suction involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4) at the digestive health specialists. The customer owned colonoscope was received by pentax medical for evaluation on 25-jun-2020. On 06-jul-2020, pentax service repair assets and used equipment coordinator forwarded to the vigilance complaint handling team details contained on the endoscope service request form submitted along with the returned colonoscope by the user facility. It noted that the were losing polyps and the endoscope passed leak testing but failed protein channel check. During additional discussions with the complaint manager and service repair assets and used equipment coordinator the exact time service repair noticed the form was unclear. Since the endoscope service request form was received with the device when received on june 25, 2020, the event awareness date being used is 25-jun-2020. The colonoscope was inspected by pentax medical service repair under service order (B)(4) and on 03-aug-2020 and the following inspection findings were documented: operation channel- primary mild scratch inside, passed wet leak test, passed dry leak test. The colonoscope underwent repairs including the following components: o-rings and seals, distal end assy with tubes, distal attaching plate, segment assy attaching screw, adjusting collar, bending rubber, angle wire assy. Pentax medical video colonoscope, model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. The customer responded to a good faith effort email on 06-aug-2020 stating that the channel was tested and the test results were manually logged at their site. They noted as becoming aware of the event during the procedure and reprocessing during a diagnostic procedure in which the colonoscope was used to complete the procedure. There was no injury or delay reported. After the procedure, they reprocessed the endoscope and that is when it failed adenosine triphosphate(atp) testing. They reprocessed the endoscope through multiple cleaning cycles until it passed testing. After achieving passing results you performed the precheck inspection, used the endoscope on a patient, and again had after reprocessing the endoscope obtained failed adenosine triphosphate(atp) testing. A call was made to the user facility on 8/6/2020 to gather additional information. The colonoscope is currently awaiting repair, qc final approval, and organic resampling as of 06-aug-2020. MFR report number 9610877-2020-00146 will address the patient case after the failed atp testing was observed.